Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for a routine follow up. Upon interrogation, the implantable cardiac monitor exhibited intermittent ventricular undersensing causing inappropriate asystole and bradycardia episodes. Some episodes were completely flatlined. No intervention was performed. The patient will be monitored.